Event description:
Report from the u.s.a. Stating that the motor could not be attached to the device. It is known that the event did not occur during surgery. However, it is not known if there was any patient or user injury, surgical delay, or medical intervention reported related to this occurrence. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).